Event description:
It was reported that a patient underwent an unknown procedure in 2025 and suture was used. During the procedure, it was reported by the distributor per the account : customer called in to report an issue that the sutures kept breaking during surgery. There was no patient consequence reported. The device is available for return. There were no adverse consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: - how many devices demonstrated the alleged deficiency ("...the sutures kept breaking during surgery...")? - how many devices are available to be returned for product analysis? - provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). - please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. 9 suture prematurely pulled away form the needle- even before use as in when loading the suture on the needle holder 3 sutures are available to be returned- materials at (B)(6)- sutures are at (B)(6) not being used-pull from stock.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/20/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was received: I still have the product. I have never received shipping supplies from you.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/19/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested: did the return product ship? If yes, please provide tracking number for the returned product.